Event description:
The customer's care provider called reporting the customer's precision xtra meter had spontaneously changed the date and time. It was then discovered, due to the results being downloaded to the provider's computer, that the results were not correct.

Manufacturer narrative:
Complaint not confirmed. Meter settings have been modified from music on, and time 8:16 pm to music off, current time 3:30 pm, and units remained at mg/dl. The date was current. After 24 hours, meter was able to retain all modified settings. Meter is working within specification.